Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was discarded, so no engineering investigation could be performed.

Event description:
In an article titled, "huge ruptured and infected pseudoaneurysm of the ascending aorta and aortic arch with erosion of sternum after previous cardiac surgery", it states a patient underwent aortic valve replacement and coronary bypass grafting in the (B)(6) in 2007. In 2011 the patient began having repeated episodes of unspecific infections. A computed tomographic (CT) scan showed a large pseudoaneurysm of the distal ascending aorta. The site of the aortic rupture was closed with a gore-tex patch and a (B)(6) infection was treated. Two months later a small cutaneous lesion on the cranial part of the sternotomy started bleeding. CT scan demonstrated recurrence of a false aneurysm with erosion of the sternum and a large subcutaneous hematoma caused by the fistula. The patient underwent a procedure to remove and debride the tissue surrounding the infected material and reconstruct the ascending aorta, the aortic arch, and the supra-aortic vessels with biologic material. The previously sutured gore-tex patch was said to be floating free in the upper mediastinum. Following the procedure, the patient was transferred to the intensive care unit. Seven days later she had a procedure to evacuate a mediastinal hematoma. Neurological recovery was uneventful and she was discharged from the hospital on post-operative day 22.